Event description:
The article, "outcomes of leaflet resection versus chordal replacement for degenerative mitral regurgitation", was reviewed. The article presented a retrospective, multicenter study to compare the early and late outcomes of leaflet resection and chordal replacement techniques during mitral valve repair for the degenerative mitral regurgitation (mr). Devices included in the study were simulus 7800 (medtronic, minneapolis, mn), seguin sar (abbott laboratories, abbott park, il), carpentier classic (edwards lifesciences, irvine, ca), and others. The article concluded that the use of chordal replacement (chord) technique for degenerative mitral regurgitation increased the repair rates, but chord technique had slightly lower repair durability at 10-years compared to leaflet resection (resect) technique. These results could be related to more complex pathology in chord group. [The primary and corresponding author was donald glower, division of cardiothoracic surgery, department of surgery, duke university medical center, durham nc, with corresponding email: glowe001@mc.duke.edu] the time frame of the study was from 1997 to 2019. A total of 1066 patients were included in the study, of which 286 (27%) received an abbott device. The average age was 61 years and the majority gender was male. Comorbidities included coronary artery disease, atrial fibrillation, mitral regurgitation, flail leaflet, anterior mitral leaflet disease, prior cardiac surgery.

Manufacturer narrative:
Summarized patient outcomes/complications of seguin annuloplasty ring procedure were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, atrial fibrillation, mitral regurgitation, flail leaflet, anterior mitral leaflet disease, prior cardiac surgery. Some of the complications reported were included surgical intervention (pacemaker, reoperation), stroke, atrial fibrillation, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "outcomes of leaflet resection versus chordal replacement for degenerative mitral regurgitation".